Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following components scratched: plastic distal end cover, switch 1, protector of the universal cord on the suction connector and control section side, forceps elevator, free engage knob, upward/downward knob, right/left knob, switch box, scope cover, suction connector, universal cord, grip, control unit, and connecting tube. The following components were found peeled: indication on the suction connector, scope cover plate, and the plate on the suction cylinder. The following components were found discolored: control unit, electrical connector, and the connecting tube. Additionally, the bending tube was deformed, the adhesive on the bending section cover was chipped, the light guide bundle had a breakage, and the universal cord was wrinkled. Due to the clogging of the nozzle, the water removal ability did not meet the standard value and the play of the upward/downward knob was out of standard value due to the wear of angle wire. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Following the confirmed reprocessing failure, olympus personnel sent the user facility a reprocessing questionnaire. Through the questionnaire, the user facility confirmed all reprocessing steps in accordance with the instructions for use (IFU). E1: (B)(6).

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope had an air/water supply failure. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.